Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("non stop bleeding since device placed in 2015") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test/ she did not undergo essure confirmation test." Medical conditions: current weight 131 lbs. Approximate weight at the time of essure placement 120 lbs. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy and prolonged messes with blood clots, menorrhagia),"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower, dyspareunia, anxiety and depression had not resolved and the genital haemorrhage, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs received. Events : abnormal bleeding (vaginal), migraines, headaches, nausea, dysmenorrhea, fatigue, weight gain and essure confirmation test/ she did not undergo essure confirmation test & genital bleeding, pain were added. Outcome updated. Reporter, patient and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test/ she did not undergo essure confirmation test.". Medical conditions: current weight 131 lbs. Approximate weight at the time of essure placement 120 lbs. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormall, heavy and prolnged meses with blood clots, menorrhagia),"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced nausea ("nausea"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("non stop bleeding since device placed in 2015"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and pelvic pain had resolved and the anxiety and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants.she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome for pain, menorrhagia, dyspareunia were updated from not recovered/not resolved to recovered/resolved. Onset dates were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal, heavy and prolonged menses with blood clots"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery to remove coils in (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower, dyspareunia, anxiety and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia and menorrhagia to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.